Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 21 cm x 12 mm ipp device with 100 ml reservoir was implanted.